Manufacturer narrative:
Titan touch pump, cylinders 1 and 2, and reservoir were received for evaluation. No functional abnormalities were noted with the pump. No functional abnormalities were noted with either cylinder 1 or cylinder 2. No functional abnormalities were noted with the reservoir. Based on visual examination of the returned product, an encapsulation was noted on the pump deflate-valve of the pump. After the device was autoclaved, it worked as intended. The information received indicated the device was not able to deflate, but because no functional abnormalities were noted with the returned components besides encapsulated valve, the complaint could not be confirmed as reported. A review of the device history record confirmed the devices from this lot met all specifications prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed to be associated.

Event description:
According to the available information, the implant was removed and replaced as the pump was not fully delating the cylinders.

Event description:
According to the available information, the implant was removed and replaced as the pump was not fully delating the cylinders.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed in veeva to be associated.